Event description:
It was reported that the pt was inserted with a PICC line through right median cubital vein on (B)(6), 2012 for the chemotherapy of lymphoma. The whole implantation process went smoothly and the catheter was placed into body for 38cm, with its tip location at t6 level. However, the nurse found oversleeve portion leaking on (B)(6), 9am. After replacing with a new connector, the nurse did regular maintenance and flushed the PICC at 3pm. On the morning of (B)(6), the nurse only found the connector outside the body, and x-ray showed 40cm broken catheter staying in the inferior vena cava. At last, the missing catheter was taken out with the help of ir.

Manufacturer narrative:
The complaint of catheter breakage is confirmed, user related. It can be assumed a moderate amount of tension had been applied to the catheter. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. The characteristics of the damage found at the two broken ends of the catheter tubing are consistent with a tensile break. This may be a user maintenance issue. The product IFU gives graphic and illustrated instructions on catheter maintenance procedures. Gross visual and microscopic examinations, functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.